Manufacturer narrative:
Other applicable components are: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was receiving 20 mg/ml morphine at 0.99 mg/day, 20 mg/ml bupivacaine at 0.999 mg/day, and 250 mcg/ml fentanyl at 12.5 mcg/day via a pump implanted for non-malignant pain and cervical radiculopathy. The patient's medical history included anxiety, depression, insomnia, and ulcer disease. It was reported that on an unknown date the patient had a decrease in pain control. A catheter dye study was performed on an unknown date. It was reported that the study failed. On (B)(6) 2016, the entire system was replaced. There were no problems reported with the pump. It was noted that the issue resolved.

Manufacturer narrative:
Analysis of the 8598a and 8709 catheters found no significant anomaly. They were returned in incomplete in segments but revealed acceptable testing. Analysis of the 8596sc found coring/tears/cuts in the seal of the sc connector that met the leak criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.